Manufacturer narrative:
Aga medical could not evaluate the amplatzer torqvue delivery system involved in this incident since it was discarded post-procedure. During manufacturing, this delivery system lot underwent a series of inspections to verify the integrity of the sheath. A review of manufacturing documentation confirmed this delivery system lot successfully completed these inspections.

Event description:
The amplatzer septal occluder was attempted to be deployed repeated times, however, placement was not successful. Because of this difficulty, the original 8fr amplatzer torqvue delivery system was exchanged out for a hausdorf sheath. However, the device was unable to be retracted back into the delivery system and an amplatzer 9f exchange system was needed and successfully used.